Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate. Reportedly, the cartridge was filled with 235 units of insulin. Blood glucose level was 119 mg/dl. Although requested, no additional information was provided by the customer.